Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was around 150 mg/dl. Customer was unable to troubleshoot at the time of the call. Customer did not change the set and insulin did exit when the pump was rewound. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.